Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues / autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue and pelvic pain to be related to essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2018-04397) were entered. No new information added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure problems with bilateral coil perforation (through coruna)') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues/autoimmune disease"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto's thyroiditis"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), incontinence ("incontinence/leaking"), pollakiuria ("frequent urination"), micturition urgency ("urgent urination"), vision blurred ("blurred vision/can't drive at night"), corrective lens user ("bifocals"), pain ("body aches & pains"), migraine ("migraines"), acne cystic ("cystic acne"), hot flush ("hot flashes"), night sweats ("night sweats"), alopecia ("hair loss"), urticaria ("hives"), rash ("rash "), anaemia ("anemia"), constipation ("constipation"), abdominal distension ("bloating"), diarrhoea ("diarrhoea"), feeling abnormal ("brain fog"), disturbance in attention ("concentration problems"), dizziness ("dizziness"), fall ("falling - fell down stairs in 2015"), paraesthesia ("tingling in extremities/swelling"), hypoaesthesia ("numbness in extremities/swelling"), furuncle ("boils behind ears"), chronic sinusitis ("chronic sinus infections") and peripheral swelling ("swelling extremities"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, pregnancy with contraceptive device, fatigue, anxiety, depression, rheumatoid arthritis, autoimmune thyroiditis, amnesia, vitamin d deficiency, vitamin b12 deficiency, incontinence, pollakiuria, micturition urgency, vision blurred, corrective lens user, pain, migraine, weight increased, acne cystic, hot flush, night sweats, alopecia, urticaria, rash, anaemia, constipation, abdominal distension, diarrhoea, feeling abnormal, disturbance in attention, dizziness, fall, paraesthesia, hypoaesthesia, furuncle, chronic sinusitis and peripheral swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal distension, acne cystic, alopecia, amnesia, anaemia, anxiety, autoimmune disorder, autoimmune thyroiditis, chronic sinusitis, constipation, corrective lens user, depression, diarrhoea, disturbance in attention, dizziness, fall, fatigue, feeling abnormal, furuncle, hot flush, hypoaesthesia, incontinence, micturition urgency, migraine, night sweats, pain, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, urticaria, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: essure insertion detail: there were 9 coils trailing in the cavity on the left and 12 coils trailing on the right. The fluid deficit was minimal. The patient tolerated the procedure well and was shortly discharged home in stable condition. Surgical pathology: uterus (83 grams) with weakly proliferative endometrium. Chronic cervicitis. Bilateral fallopian tubal with no histopathologic abnormality. Bilateral essure coils (gross' exam only). No evidence of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure device appear in place. Contrast is seen fill uterus with no evidence of contrast into the fallopian tube, or spilling into the intraperitoneal cavity.. Most recent follow-up information incorporated above includes: on 15-apr-2020: plaintiff fact sheet and medical record received. Per medical record "uterine perforation" was added. Reporters were added. Per plaintiff fact sheet "rheumatoid arthritis, hashimoto's thyroiditis, memory loss, vitamin d deficiency, vitamin b-12 deficiency, incontinence/leaking, urgent & frequent urination, bumps under skin on head and left arm, blurred vision/can't drive at night, bifocals, body aches and pains, migraines, weight gain, cystic acne, hot flashes, night sweats, hair loss, hives, rashes, anemia, constipation, diarrhea, bloating, brain fog/concentration problems, depression, "fatigue, dizziness"/falling, tingling and numbness in extremities/swelling, boils behind ears, chronic sinus infections, unintended pregnancy and device ineffective were added. Patient demographic, lab data and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.